Event description:
A report was received that the patient was experiencing a lot of tenderness at the pocket site and persisted even when the stimulation was turned off. The patient underwent a pocket revision. No device malfunction was suspected. The patient was reportedly doing well postoperatively.